Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a button error alarm. The customer's wife stated that he may have been lying on the device. Blood glucose level at the time of the incident was 31 mg/dl. The caller stated that the insulin pump was functioning normally at the time of the call, but was advised that the device would be replaced. Caller agreed to return the product for analysis.